Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm on an unk date. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the aneurx bifurcated stent graft had migrated, resulting in a proximal type I endoleak. At the time of the migration, the aortic neck was very angulated at 50-60 degrees. The physician elected to intervene with a talent thoracic stent graft cuff, due to the fact that the distance from the flow divider to the lowest renal artery was 7 cm. During its deployment, the thoracic stent graft started to creep upwards (MFR report #2953200-2010-02087). The physician tried to pull the device down; however, the stent graft kept deploying, as the physician was not holding enough pressure, and the right renal artery ended up being covered by the thoracic stent graft. The physician elected to perform an open surgical conversion and removed the talent thoracic cuff, followed by sewing in a tube graft to complete the case. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(6). Eval, results/conclusion: (migration, endoleak). (Angulated aortic neck).